Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to loss of capture was noted on the right ventricular (rv) lead. Threshold test was significantly higher than previous checks. Programming change was made. There were no adverse health consequences, the patient was stable.